Event description:
A patient developed steal syndrome and required amputation.

Manufacturer narrative:
A patient developed steal syndrome which required digit amputation. Multiple attempts were made to obtain additional information without success. The hero graft instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication. Steal syndrome is not unique to hero graft; the IFU provides information to prevent steal syndrome after implant. The IFU's patient selection considerations states the target artery must have an inner diameter (ID) of at least 3mm to provide adequate arterial inflow to support the 6 mm eptfe graft. At the end of the implant instructions for the arterial graft component and artery connections the IFU states: "evaluate for steal syndrome during the implant procedure with doppler of the radial and ulnar arteries. If steal syndrome symptoms occur, consider surgical interventions such as: dril (distal revascularization-interval ligation) procedure, banding, though this may reduce the flow in the hero graft, proximalization of the inflow", since the operative notes are not available, it is not possible to further investigate the relationship of the hero graft implant technique or implanted location to the adverse event. According to the available information a patient developed steal syndrome following implant of the hero graft requiring digit amputation. Since the hero graft shunts arterial blood in the venous system steal syndrome is a known potential complication. Surgical technique could potentially increase the risk of steal syndrome. Adequate warnings and precautions are listed in the IFU. The root cause for the reported event is excessive shunting of arterial blood into the venous circulation. This event represents known potential complications of the hero graft which are outlined in the device's IFU. These known potential complications are common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero or the hero IFU. There is no evidence to suggest that an error occurred in processing or production. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
A patient developed steal syndrome after implantation of a hero device which required a digit amputation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.